Manufacturer narrative:
Device passed the displacement test. However device received a33 alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised forced sensor system error. The customer also reported that she was stuck on rewinding of the insulin pump. The insulin pump was not dropped or bumped. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.